Event description:
Customer reported that he did not believe that the insulin pump was properly delivering insulin. He stated that he would treat with a manual injection and then the blood glucose would crash and then he would treat that and the blood glucose would go up. He stated that he was treating with both the insulin pump and manual injections to keep the blood glucose under control. He declined troubleshooting and did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.